Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues charging the implant and the issue started about 2 weeks ago, end of september. Patient stated the controller will act like it's going to charge the implant but it won't. Patient service walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the battery and confirmed controller was 80% and implant was orange. Patient then connected recharger and confirmed charging excellent. Patient denied any falls or trauma around the implant. Patient mentioned they had a spine fusion on (B)(6) 2024 and they just came from getting 2 shots in their back and epidurals. Pt stated they've a lot of work done on their back and the surgeon recommended they reposition the implant because it is sitting on their tendon now, pt said it might have moved slightly. Pt was made aware of that today. The issue was not resolved. An email was sent to the repair department to replace the recharger device. Agent reviewed with patient to follow up with healthcare provider ofc if the issue is not resolved with the replacement.